Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009; patient underwent mesh and sparc urethral sling implantation concurrently with sacrocolpopexy, cystoscopy and posterior repair due to uterovaginal prolapse, symptomatic cystocele, rectocele and stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It has been reported that the patient has not undergone any removal/revision surgeries at this time. No additional information was provided.